Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and elevated short v-v intervals. It was further reported that the rv lead exhibited low pacing impedance and noise. A fracture of the rv lead was suspected. The rv lead revision was rescheduled due an infection. A scab and drainage were noted at the pocket incision. The entire implantable cardioverter defibrillator (ICD) system was explanted due the infection, and a new system was implanted three days later. No further patient complications have been reported as a result of this event.